Event description:
A customer reported a malfunction with their insulin pump, specifically a malf 16 error. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, but the malfunction persisted, prompting the decision to replace the pump. The customer has no backup therapy but plans to consult with a healthcare professional. A replacement pump with updated software was sent, and the customer was informed of the necessary steps to return the defective device.